Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was possibly having a severe allergic reaction to the device. According to the report, it was as if the body was trying to ¿absorb¿ the device, causing severe pain in their neck. Reportedly, the device was removed in mid-december and the patient was still having pain. It was stated the patient was having severe headaches without the device and has been miserable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.